Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of peritonitis was not reported. On an unknown date, the patient was hospitalized for event. Treatment for the event was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. Extraneal and physioneal therapies were ongoing. No additional information is available.